Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. Product analysis was completed for the handheld device on 05/27/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 05/27/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device screen was not responsive. A hard reset was performed but the issue did not resolve. The handheld device has not been returned to date.

Manufacturer narrative:
.